Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7736645. Item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 66256585. Item#: 110031424, standard 36mm diameter bearing; lot#: 66522170. Item#: 110031402, mini standard thickness +3mm taper offset 40mm diameter humeral tray; lot#: 66300012. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 65905037. Item#: 180552, comp lk scr 3.5hex 4.75x25 st; lot#: 66447229. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 66528295. Item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 66676453. Item#: 113630, comp primary stem 10mm min; lot#: 65886151. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right reverse tsa performed 03-jun-2024. During follow up 18-jun-2024 x-rays show displacement of glenosphere, baseplate and stem remain well seated, no evidence of fracture. Radiology report: glenoid prosthetic component dislocated superiorly revised 19-jun-2024, it was determined that the central screw may not have been fully seated, however the screw could not be further tightened and had good purchase. The 30mm screw was removed, and not replaced as compression was already achieved, and peripheral locking screws were well secured. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty approximately ten (10) months ago. Subsequently, approximately sixteen (16) days after the patient's initial surgery the patient underwent a revision surgery due to the dislocation of the implants. During the revision surgery it was determined by the surgeon that the central screw was not fully seated.